Event description:
A patient reported an incident a couple of couples ago where she felt like she was passing a kidney stone. The patient noted since that incident a couple of months ago she has had to go the bathroom every 30 minutes to 1 hour. The patient stated she changed her program a couple of weeks ago and feeling stimulation near the rectum. The patient noted they feel stimulation. There were no traumas or fall associated with the event. The patient stated she is going to call her healthcare professional (hcp) and get her therapy checked. The patient noted the symptoms were gradual. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.